Manufacturer narrative:
Continuation of d10: 5076-58 lead implanted (B)(6) 2007 5076-52 lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced three strokes. The implantable cardioverter defibrillator (ICD) is no longer implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The device no telemetry condition was the result of a fully depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. The device passed all manual therapy delivery testing. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device passed the longevity calculation using the data from the incoming save to disk from 14 june 2019. It was determined that the device met specifications for normal battery depletion and normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.